Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. Update litigation papers received alleging the patient retains an asr device in her hip and has suffered injuries and damage from metal-on-metal wear, which has resulted in her having elevated levels of chromium and cobalt in her system. Update litigation alleged the asr hip was explanted due to product failure, unspecified injuries caused by excessive levels of chromium and cobalt in the patients blood and pain. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected/updated data: (date of birth); (date of report); (brand name); (type of device); (additional device information); (date received by manufacturer); (premarket identification); (date of manufacture). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.